Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The pump was not returned for investigation. Data logs show low pump flow without a corresponding placement signal trend and motor current spike, which was resolved after some time. As per the clinical information provided, suction alarms were reported and addressed by adjusting volume and temporarily pausing crrt. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male presenting for acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, suction alarms were triggered for which volume was given and continuous renal replacement therapy (crrt) was paused. Issue was resolved and support continued.